Event description:
Device issue: difficult to deploy-thumb advancer. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device, attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, although difficulty was encountered during thumb advancer deployment, exchange sheath splitting was completed. When the device was removed, the clip was noted to be deployed in the intended location but "minor bleeding" continued. Manual compression was applied for ten minutes to achieve hemostasis. There were no reported pt effects. No add'l info was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.